Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.